Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment past the second o-ring. Customer reported that when insulin pump was shaken, insulin would leak. Customer's blood glucose was 464 mg/dl. Customer reported that there was no air bubble in reservoir. Insulin pump passed self-test.